Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient liaison spoke with patient who called to seek information about his revision surgery scheduled for (B)(6) 19; he states that he had his device implanted in may and has never been able to use it because the pump has retracted high into his scrotum and has turned 90 degrees so the dr. Has not been able to activate it. He is very frustrated at the delay in being able to use his system. He has complaint that the dr. Did not give him any instructions after the original surgery so he does not know what to expect. An 800 packet and a pdf of deactivation/activation instructions will be sent to patient. Patient liaison reached out to the rep. And she declined to speak to the patient at this time. Rep has spoken to the dr. About the plan of care for the patient.